Event description:
It was reported that the customer was hospitalized due to a heart condition and was aggravated, due to diabetes. The customer also was receiving a button error alarm on the insulin pump. Customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.